Event description:
The explanted device has been received at med-el. The pt suffered a sudden loss of hearing. No accident, trauma or mishandling known.

Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.